Event description:
Initial surgery occurred on (B)(6) 2011, due to spinal stenosis and ddd at the l3-l5 spine levels. Pedicle screws and rods were placed for stabilization; autograft was reportedly used as interbody spacing and to support fusion. The patient reported back and leg pain as the reason for follow-up visit that occurred (B)(6) 2011. At that time it was noted that two of six lock screws connecting the rods and pedicle screws had loosened. Surgeon reported the loose lock screws as well as noting pseudoarthrosis and continued pain. Bone integrity was characterized as normal.

Manufacturer narrative:
(B)(4). Radiographs suggest a non-union condition exists. It is unknown if the union is a contributor to the reported event. The product has not been returned for evaluation. Should the product be returned, investigation will resume and any relevant information will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."